Event description:
Related manufacturer reference number: 2017865-2023-13277. It was reported that episodes of high ventricular rate (hvr) were observed on a remote transmission. A review of the episodes identified emi noise on the ventricular lead that was being oversensed and was causing the device to withhold pacing therapies. No intervention was performed and no patient symptoms were reported.